Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for the product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint#: (B)(4).

Event description:
As reported (B)(6) 2015, a patient of unknown age and gender presented for an angiographic procedure. When opening the sterile packaging during preparation for the procedure, it was noted the tip of the angiographic catheter had fractured off. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is available to be returned to the manufacturer for evaluation. The reported defective device has yet to be returned to the manufacturer for a device evaluation.